Event description:
It was reported the customer's pump had an error alarm and insulin was squirting out later, the customer was taken to the hospital due to low blood glucose.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.